Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.

Event description:
It was reported that when the lead was inserted into the atrium, it did not change its shape adequately after removing the stylet. The lead was retrieved and the end looked bent. The lead was not used. No patient complications were reported as a result of this event.